Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the cartridge and resumed insulin therapy, and has manual insulin injections if necessary. Customer¿s blood glucose level was 195 mg/dl.